Event description:
Pt was implanted with a total of five 1.7 mm cable with crimp for a periprosthetic femur fracture. Pt experienced cable loosening two-three weeks postoperatively and were subsequently removed and replaced with competitor's cables. Plate also explanted, no failure noted. This is the 3rd of 5 reports submitted on this event.

Manufacturer narrative:
Add'l info has been requested. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.